Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site as well as an infection. On (B)(6) 2015 a biopsy punch was used to excise scar tissue from the site and the patient was prescribed topical antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2015, the patient was prescribed a two week course of oral and topical antibiotics.this report is filed january 29, 2016. The implanted device remains.